Event description:
It was reported that a patient underwent an open hernia repair procedure on an unknown date and mesh was used. The patient developed sinus tracts and a non healing wound. Additional information has been requested.

Manufacturer narrative:
It was reported that the mesh involved in this event is not an ethicon product. Therefore, this is not an ethicon complaint. Please void medwatch # 2210968-2012-04832.

Manufacturer narrative:
(B)(4). Sinus tract formation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.